Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd was locked. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test, alarms or reset time/date anomaly noted. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart, an off/no power alert, and an additional error alarm. Caller also reported that the device's battery cap was cracked. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.